Event description:
It was reported that during da vinci-assisted surgical procedure, site contacted intuitive technical support engineer (tse) to report error 26004 on universal surgical manipulator (usm). Site disabled usm 1 and continued with the procedure in a three-armed configuration. The procedure was completed with no reported injury. Intuitive followed up and confirmed that the surgeon completed the case successfully. The field service engineer came that night and replaced the arm on the system.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was installed onto a gold system and the system did not trigger and related issues. The usm was then installed onto a patient fixture test platform (pftp) where the unit failed on advance brake yaw and pitch. Once tested was completed, the yaw and pitch motor module were aba tested and was verified to be the source of the fault. The root cause is attributed to a defective component. The yaw and pitch contributed to the issue.